Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), myalgia ("muscle pain"), dizziness ("dizziness"), fatigue ("severe fatigue") and hot flush ("severe hot flushes"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, myalgia, dizziness, fatigue or hot flush. The reporter commented: information on the place where the event occurred: patient's home. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-jun-2022. The most recent information was received on 04-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion medically important), myalgia ("muscle pain"), dizziness ("dizziness"), fatigue ("severe fatigue") and hot flush ("severe hot flushes"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, myalgia, dizziness, fatigue or hot flush. The reporter commented: information on the place where the event occurred: patient's home. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jul-2022: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.